Event description:
It was reported that the patient was hospitalized due to a pocket infection. The device was repositioned and remains in use. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).